Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The distributor alleged that the display screen was discolored. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: visual inspection revealed that there was moisture behind the display lens and that there was a crack in the pump case at the top right corner of the display lens. During testing, the display was found to be dim, faded, and discolored. A leak test was performed and a display lens and battery compartment leak was found. The pump case was removed and evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal below the bumper pad. The returned battery cap was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).